Manufacturer narrative:
This supplemental report is being submitted to provide additional information and due to correction. Updated fields: d9, h2. Corrected fields: h11. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope error e315, image unstable, leak from camera head cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope error e315 appeared on the monitor screen instead of the image. In regard to the other newly identified malfunctions, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The event had occurred during the set up. There were no reports of patient involvement.